Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically citing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted by providing information to reset the pump, and after this guidance, the error did not display again. The customer was able to successfully start a new sensor session without further issues.